Manufacturer narrative:
The insulin pump was received with loose drive support disk, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was unknown. The customer stated that the drive support cap stuck out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.